Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided. Therefore, device history record review cannot be performed. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that on (B)(6) 2015 resident was performing a rotator cuff repair with an attending surgeon on duty. The medial 4.75 preloaded swivelock anchors had been implanted and an (B)(4), surefire scorpion needle, was being used to pass the suture. The acromion was hit with the needle and when the scorpion was removed from the shoulder it was noticed that the tip of the needle was missing. The scope was put back in and about an hour was spent looking for the missing tip while waiting for an x-ray to be brought in. X-ray showed the needle tip still in the patient but it was embedded in the acromion. It was determined by the doctors that to try to dig it out was going to cause more damage than leaving it and the case was finished and they closed the patient. The patient suffered a new rotator cuff tear and on (B)(6) 2018 underwent a second surgery to repair the new rotator cuff tear (arthrex reference (B)(4)). During the second surgery while using suction the missing needle tip from (B)(6) 2015 was inadvertently retrieved from the patient. Needle tip was disposed o fin the sharps container.